Event description:
The lay user / patient contacted animas alleging that the audio bolus button is getting harder to press and is getting a delayed response. The patient denied any moisture in the pump. There was no misuse of the pump and the patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The product was replaced. At this time there is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): the bolus button was found to be difficult to press but was responding appropriately. The bolus button was removed and the button slug was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.